Event description:
Hospital personnel responded to a person described as in full cardiac arrest. According to the reporter, when the charge button on the paddles were pressed, the device would not charge. A backup defibrillator/monitor was immediately called for and used. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending clinician's assessment of the patient's viability and the immediate availability of a back up defibrillator.